Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model # pvf-xl-us, s/n #(B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model # pvf-xl-us) perceval plus heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer for further investigation, the cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed of the following event through device tracking department. Based on the information on patient implant form, on (B)(6) 2023, a perceval plus valve size xl was ''disposed''. Further information from the site confirmed that the device was implanted earlier, and within 2 months post op, a permanent pacemaker was implanted. As pve with severe paravalvular insufficiency, subannular abscess, and disconnection of the av region were developed, the perceval valve was explanted on (B)(6) 2023. Reportedly, while explanting the valve, extensive vegetative material was noted, and endocarditis was extensive. Inspiris valve size 27 was ultimately implanted instead, and the pacemaker was also removed.

Manufacturer narrative:
H3 other text : already disposed by site.